Event description:
It was reported to philips that the system screen went black. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, after the screen went black, the system was immediately powered down. The procedure was then continued by using the pedal stool to adjust the position. It was reported to philips that after the system was turned on, the screen was black and could not enter the system. The service quotation was not accepted by the customer. No service has been provided by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.